Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("the essure coils were teased out of the cornua of the uterus bilaterally") in a 26 year-old female patient who had essure inserted (lot no. D06936) for female sterilisation. The patient had a medical history of ovarian cyst, endometriosis, parity 3, multi gravida, pelvic pain female and overweight. Previously administered products included: oral contraceptive nos and depo provera. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 186 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: diagnosis: a. Bilateral tubes: fallopian tube segments with complete transection and no pathologic alterations. B. Left ovarian cyst fluid: hypocellular specimen consistent with proteinaceous material and blood, no diagnostic malignant cells identified clinical history: pelvic pain, status post essure tubal ligation gross description: each fallopian tube is remarkable for a coiled silver metallic wire. Lot number: d06936, expiration date: 2012-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 662 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("the essure coils were teased out of the cornua of the uterus bilaterally") in a 26 year-old female patient who had essure inserted (lot no. D06936) for female sterilisation. The patient had a medical history of ovarian cyst, endometriosis, parity 3, multi gravida, pelvic pain female and overweight. Previously administered products included: oral contraceptive nos and depo provera. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 186 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: diagnosis: a. Bilateral tubes: fallopian tube segments with complete transection and no pathologic alterations. Left ovarian cyst fluid: hypocellular specimen consistent with proteinaceous material and blood, no diagnostic malignant cells identified. Clinical history: pelvic pain, status post essure tubal ligation. Gross description: each fallopian tube is remarkable for a coiled silver metallic wire. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Lot number , (surgical pathology report) lab data, medical history, concomitant condition and reporter information updated, event medical device removal updated to uterine perofration. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2015, the patient had essure inserted. On (B)(6), 2016, 662 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.